Event description:
A caller reported receiving a minimum fill notification, which led to the customer's blood glucose level rising above 500 mg/dl, though the specific value was displayed as "high." To address the high glucose level, the customer administered a correction bolus via the pump without requiring third-party assistance. However, reloading the same cartridge did not resolve the issue. Technical support advised the caller to clean the pump and facilitated guidance for filling and loading a new cartridge onto the pump. This resolved the issue, and the caller was able to resume insulin delivery successfully.